Event description:
It was reported that on (B)(6) 2012, the patient underwent an interventional procedure in a 90% stenosed, concentric, de novo, lesion in the mid to distal left anterior descending artery (lad). The lesion was described as diffuse, moderately tortuous and mildly calcified. A non-abbott guide wire was unable to cross the lesion; however, it was exchanged and another non-abbott wire crossed the lesion and a whisper ls guide wire was crossed to the first diagonal coronary artery. Pre-dilatation was performed with a 1.5 x 10 mm non-abbott balloon dilatation catheter and additional dilatations were performed with a 2.0 x 20 mm and 2.5 x 15 mm non-abbott devices. A 3.0 x 33 mm xience prime was implanted in the distal lad and a 3.0 x 23 mm xience prime was implanted overlapping the 3.0 x 33 mm stent. Post dilatation was performed and via angiography and intravascular ultrasound, good expansion and blood flow were confirmed and the procedure was completed. At midnight on (B)(6) 2012, the patient developed chest pain, which continued until the following morning. Coronary angiography was performed which confirmed a thrombotic occlusion. Percutaneous coronary intervention was performed to treat the thrombosis. The patient remains in the hospital as of (B)(6) 2012. The physician commented, that the stenting procedure was performed after surgical operation and the patient was administered pletal, dorner and aspirin; therefore there was a possibility that the action of anti-thrombotic medications with dorner was less effective. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0 x 33 mm xience prime. Other: pletaal, dorner, aspirin. The 3.0 x 33 mm xience prime mentioned is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported patient effects of angina and thrombosis as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.